Event description:
A patient underwent a transjugular liver biopsy. The needle was dropped on the floor. Another kit was grabbed and only the needle removed. The needle provided was actually 70cm in length and not 60cm. Information received from rep on (B)(6) 2012: "I was told there was no evidence of bleeding. The patient was given blood products prophylacticly to be safe. I will find out how much was given. I believe it was 1 unit but I will follow up to give you a more definitive answer." Harm to the patient was not confirmed; however, the facility has taken preventative action by giving the patient hemoglobin.

Manufacturer narrative:
Blood products were given as a precautionary measure. Injury to patient was not confirmed. (B)(4). Event evaluation: still under investigation.